Event description:
The technologist took 5 images of the same pt. The first three were normal, but the next two were corrupt. The pt had to be retaken on another unit to complete exam.

Manufacturer narrative:
(B)(4). Investigation is still in progress. If additional info is received, a supplemental report will be submitted per 21cfr 803.56. (B)(4).